Event description:
It was reported by the sales rep stating that her demo st holster will not cock and one of the cocking levers is broken. There has been no patient involvement. St holster being sent back for repair.